Manufacturer narrative:
The insulin pump was received with missing end cap sticker, detached end cap, cracked display window, cracked case at display window corners, cracked reservoir tube lip. The drive support was inspected and no anomaly was noted. (B)(4).

Event description:
Customer reported via phone call, she was attempting to prime and the device was coming apart. She attempted to prime with two different reservoirs and issues persisted. Customer's blood glucose was 252 mg/dl. Troubleshooting was performed and the customer stated the drive support cap was sticking out. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.